Event description:
It was reported that during servicing, the 840 ventilator emitted smoke and a strange odor from the breath delivery unit (bdu) section. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Section e. Initial reporter cannot be provided due to japanese privacy regulations. Section e. Japan medtronic personnel reported event to manufacturer on behalf of the customer. H3: medtronic received the suspect device/component from the customer, but the device has not yet been evaluated to date. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section b5 updated section d9 updated due to part return correction section g2 510k number section h6 evaluation codes updated due to part return: method - remove b21 and add b01 result - remove c21 and add c0207 and c13 conclusion - remove d16 and add d02 component - remove g07003 and add g02027 h3 device evaluation summary medtronic conducted an investigation based upon all information received. It was reported that during servicing by medtronic service personnel (sp), the 840 ventilator emitted smoke and a strange odor from the breath delivery unit (bdu). During servicing , the sp observed smoke was coming from the power supply and replaced it. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. One power supply was returned to medtronic was further analysis. Visual inspection showed no anomalies. The power supply was attached to the failure investigation test ventilator for analysis. The unit was powered up and circuit breaker tripped immediately. Further inspection determined thermal damage to the component rt1 on power supply. The cause of the event was isolated to fault in power supply. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated: it was reported that during servicing by medtronic service personnel, the 840 ventilator emitted smoke and a strange odor from the breath delivery unit (bdu). The ventilator was not in use on a patient at the time of the reported event.